Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device being nonfunctional. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced inflation issues leading to the procedure. The patient did not require any further intervention following the procedure. No more information available at the moment. Should additional information become available, it will be provided.